Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report the discordant cardiac troponin I results. Quality controls (qc) were within range. The customer ran chemistry wash, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse bleached and cleaned the drains, replaced the sample probe due to high cycle count and verified system alignments and photometer lamp readings. The cse ran system check, which passed. The cse also ran qc five times and all results were within one standard deviation of the expected mean. The cse stated that the potential cause of the discordant result was sample integrity, possibly due to fibrin on first aspiration. The cause of the discordant, falsely elevated cardiac troponin I results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I result was obtained on one patient on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample draw was obtained from the patient and was tested on the same instrument, resulting lower. The original sample was repeated on the same instrument, resulting lower than the initial result, however, still elevated. Both sample draws were tested on an alternate instrument, resulting lower both times. The corrected result from the new sample draw obtained on the original dimension xpand plus instrument (s/n: (B)(4)) was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated cardiac troponin I results.